Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the device pulsing caused the patient's chest and abdomen to jump. The pulsing was causing the patient to have difficulty sleeping. It was further reported by the clinic that the patient had experienced diaphragmatic stimulation from their left ventricular (lv) lead since the implant procedure. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.